Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred while the patient was connected for peritoneal dialysis therapy. The patient stated that they had disconnected from the device prior to the alarm but had forgotten to close the clamps. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that the patient had disconnected without closing the clamps. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. Should additional relevant information become available, a supplemental report will be submitted.